Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported "hair was entangled in the gc glide". The product was not used.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot#4g00668. No another complaint has been registered to this lot and malfunction code "uca-pmc09.02 foreign matter within product". According to g905704 v.28.0, point 5.11.16 - peelpack without foreign matters. Visual inspection is recorded on g905704 form 3. During the production of lot#4g00668, all tests have been carried out, and no discrepancies were found. According to sec. 5.20.4 quality assistant - products and components in all peelpacks in the inner box are present and in compliance with the job ticket and are not damaged. Visual inspection is recorded on g905016 form 2. Final check of inner boxes and products is provided according to il s2, aql 0,65 to inspect products in peelpacks. Most probably, the root cause of this issue is that rules before entering the clean room have not been properly fulfilled by operator - g805011 ver.24.0 - process flow for people for personal airlock - controlled room c2. This complaint was presented on complaint review board on april 23, 2025 with conclusion: the occurrence of this issue is very rare. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot#4g00668. No another complaint has been registered to this lot and malfunction code "uca-pmc09.02 foreign matter within product". According to g905704 v.28.0, point 5.11.16 ¿ peelpack without foreign matters. Visual inspection is recorded on g905704 form 3. During the production of lot#4g00668, all tests have been carried out, and no discrepancies were found. According to sec. 5.20.4 quality assistant ¿ products and components in all peelpacks in the inner box are present and in compliance with the job ticket and are not damaged. Visual inspection is recorded on g905016 form 2. Final check of inner boxes and products is provided according to il s2, aql 0,65 to inspect products in peelpacks. Most probably, the root cause of this issue is that rules before entering the clean room have not been properly fulfilled by operator - g805011 ver.24.0 - process flow for people for personal airlock ¿ controlled room c2. This complaint was presented on complaint review board on april 23, 2025 with conclusion: the occurrence of this issue is very rare. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to (B)(4) data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.